Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. Information regarding the pre-implant condition of the patient and the implant procedure are limited at this time. Our records show the lot was manufactured and sterilized per procedure with no anomalies noted. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It is reported that on (B)(6) 2018 the patient underwent a "wound closure with mesh bridge" using a xenmatrix ab graft. As reported, the following day the patient's wound dehisced and allegedly the xenmatrix ab graft was completely dissolved. As reported, the xenmatrix ab graft was not implanted into an infected wound.